Event description:
Customer reported that pt suffered a severe burn injury to body, causing a cosmetic deformity, pain and suffering. (B)(4)

Manufacturer narrative:
Maquet received info concerning this incident from the hospital attorney. It appears the alleged burn is the result of ir exposure, not physical contact with the product. The attorney indicated the light was approximately three or four feet away from pt and behind the surgeon's head during the operation. The surgeon did not notice any problem. The root cause cannot be determined at this time. Product info provided by the hospital attorney does not match any known model of maquet surgical light. Additional info has been requested from the hospital and the investigation is on-going. Should additional info become available, a follow-up report will be filed. Maquet inc submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.